Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on past investigations, the most likely cause of the condition was determined to be a manufacturing issue; however, without the sample, this could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a u9000 set during disinfection while priming. Priming was stopped, the set was replaced, and no other issues were noted. There was no patient involvement. No additional information is available.